Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings. On investigation, the alleged no power issue was duplicated in the evaluation. The returned battery cap was undamaged and able to secure onto the pump properly. The pump failed to power on and the remaining testing was unable to be completed. Battery compartment cracks were found to the side of the compartment at the threads as well as above and below the grip pad. Evidence of moisture corrosion was found inside the battery compartment. Battery compartment leak was demonstrated in a leak test. Pump casing was opened and no additional evidence of moisture intrusion or intermittent condition was found inside the pump or on the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.